Event description:
It was reported that during surgery reciprocating saw attachment stopped and did not work again. Surgery was completed with alternative device. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4) g2- turkey investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d1, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.